Manufacturer narrative:
Model number/catalog number: sc-9218-15, serial number: (B)(4), batch/lot number: 19888594, model/catalog description: precision m8 adapter 15cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was unable to feel stimulation on one side. The patient underwent a revision procedure wherein the ipg was relocated and new leads were implanted. The patient was doing well postoperatively.